Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) history is as follows: bg (mmol/l), (mg/dl): (B)(6) 2018: 10.2, 184. 19.4, 350. (B)(6) 2018: 3.8, 68. 25.4, 458. The patient was not feeling well so she went to the hospital where she was placed on an intravenous therapy and given manual injections of insulin. Upon removal, the nurse noticed the site was a bit stiff. (B)(6) 2018: 10.9, 196. (B)(6) 2018: 12.3, 222. 12.3, 222. (B)(6) 2018: 16.2, 292. 21.0, 378. After a couple of days the patient's condition seemed to improve although, her bg levels continue to fluctuate. Patient was still in hospital at time of call. The pod was worn on the abdomen for an unspecified amount of time.